Event description:
Patient was transferred/received by (B)(4), at approximately 11:00 hours, after having undergone a peripheral atherectomy of left leg. Posterior tibialis artery, peroneal artery and balloon angioplasty to the posterior tibialis artery on (B)(6) 2014, at approximately 11:00 hours. This occurred at (B)(6) and endovascular center located on (B)(6). During the atherectomy of left leg at this center, the atherocatheter got stuck in the peroneal artery (according to the history and physical, 'clinical decision making' section from (B)(6) dated (B)(6) 2014, transcribed at 13:18 hours). Once at (B)(6), the patient was taken to surgery for removal of wire from the orbital artherocatheter which was stuck in the distal peroneal artery. The cardiologist was unable to remove the distal portion of the crown in the distal peroneal artery, due to the wire breaking. Cardiologist disclosed this to patient. This is being reported due to the medical device separation/breakage. There were no serious injuries or death as a result of this incident; however, the patient did retain the 1.25mm micro crown to left heal. (B)(4), csi vendor representative (phone (B)(4)) did follow up with our facility to confirm the device issue had been reported to the FDA and provided the manufacturer reporting number on this report.